Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04502. The pt received his sys including two leads (with the same lot number). It was reported, the pt was having difficulty adjusting his stimulation with his programmer. He was unable to increase the stimulation to perception. It was reported there were telemetry issues with the programmer. The sjm rep suggested the pt make an appointment for interrogating the sys. Attempts to determine the results of the possible reprogramming have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.